Event description:
It was reported, y site started leaking and blood backed up.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.d.4. Medical device expiration date: unknown.h.4. Device manufacture date: unknown.

Manufacturer narrative:
Investigation results: one set of model mzx5305 was returned for investigation. The unit was examined for defects and abnormalities, and none were initially observed. The y-site was flushed with water, at which time a leak was observed originating from the y-site. Subsequent visual inspection under a microscope revealed a crack extending along the y-site threads. The customer complaint was verified, and a quality notification was sent to the manufacturer. From the manufacturer's review of the complaint, according to customer words, condition reported was found during infusion, this led us to not be able to confirm that this is manufacturing related. The root cause is unknown. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents.

Event description:
No additional information.